Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and perforated into the heart wall. The rv lead was surgically repositioned. The lead remains in service. No additional adverse patient effects were reported.